Event description:
The customer reported that the battery would not calibrate. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.